Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a patient had low pump flow. After verifying the device position, a kink in the cannula was observed on fluoroscope near outlet cage. The pump was removed and replaced with a new impella cp. No patient harm was reported.

Manufacturer narrative:
The returned pump was visually inspected and a cannula kink was observed. Introducer was not returned for review. The cause of the issue was a kinked cannula. No additional information was provided. The cause of the introducer bleeding was not determined since product was not returned.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after impella support was initiated, the pump flows would not go above 1.2l, motor current flat, and there were suction alarms. After verifying position kink in cannula noted on fluoroscopy near outlet cage. The decision was made to replace the impella cp pump with a new device. It was also noted that the short peel away sheath appeared to be leaking with no obvious cause. The sheath was replaced when the new pump was opened. The second impella cp serial number was (B)(6). It was reported that the patient experienced an expanding hematoma at the left femoral impella access site and the patient's hemoglobin dropped from 8 to 6.4. The patient was transferred to the cicu due to concern of hemorrhagic shock and the patient was transfused with two units of packed red blood cells. The patient was late successfully weaned and explanted.